Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 202, service code 107) has been confirmed. Upon investigation the monitor was intermittently resetting. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The flash memory failure caused the reported service codes. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a swiss patient's monitor was displaying a service code 202 (patient parameters corrupt) and a service code 107 (multiple abnormal shutdowns).